Manufacturer narrative:
Attempts for the return of the product as well as additional information requests have been made in order to identify the product involved in the reported event. The customer indicated that the product used for this event was discarded and the lot/serial number was not available. If new information is obtained, a follow-up report will be submitted. Device not returned.

Event description:
The customer reported the device provided readings 4.5 points higher than the blood draw. No patient impact or consequences were reported.